Event description:
Customer activated a pod at 7:00 am and her blood glucose (bg) was 198 mg/dl; she consumed 24 grams of carbohydrates and bolused 2.75 units. At 8:00 am , her bg was 272 mg/dl; bolused 1.7 units. At 10:00 am, her bg was slightly higher at 287 mg/dl; she bolused 1.85 units. Her bg read 334 mg/dl at 11:00 am so she deactivated the pod. She noticed "bleeding on the side of the pod and the cannula wasn't properly inserted." The pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine what may have caused or contributed to the user's hyperglycemia. A cannula that does not insert into the user's skin properly may inhibit insulin delivery and could lead to hyperglycemia. Since the device was not returned, however, no malfunction can be confirmed. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Product lot qualification records were reviewed and determined to have passed all acceptance criteria.